Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The high current, however, was lost during subsequent testing and could not be reproduced. An anomalous hybrid was found to be the cause of premature battery depletion.